Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported to allergan that they received a coolsculpting treatment on (B)(6) 2022 to the mid abdomen using the curve 150 applicator, to the lower abdomen using the curve 150 and curve 240 applicators, and to the flanks using the curve 150 applicator and presented with the treatment areas being hard, sensitive to touch, as well as a itching sensation 6-7 months post treatment. This is consistent with paradoxical adipose hyperplasia (pah/ph).